Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that they were unable to feel stimulation. Patient denied having had any falls or trauma to the implant site. Patient tried switching groups a and b, however they were still not feeling stimulation. During the call, agent walked patient through changing groups and adjusting their intensities to see if they could feel stimulation. Patient switched to group a, program 1 and noted they felt stimulation in their stomach. Patient switched to group b, program 2 and noted at first the intensity was "killing them" at 3.2 for it was on the right one (agent understood right side of body). Agent advised to lower stimulation and the patient felt stimulation in the lower half of their body. Patient said they needed therapy for standing up and walking around and not sitting. Agent redirected patient back to their managing physician for further assistance. Patient mentioned they had an appointment on the 29th. Patient made a comment that they wished they could get one good day like they did during the temporary implant.